Event description:
Information was received indicating that during testing a smiths medical cadd solis vip pump exhibited cassette alarm. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. During visual inspection, it was noticed that the tamper seal was missing. During functional check, the reported problem was duplicated. The unit was tested by operating the attach/dettach cassette and alarm cassette not attached properly started. Root cause was found to be a defective downstream occlusion sensor. Downstream occlusion sensor was replaced. A non-conformance was opened to investigate the rise in incorrect/no cassette/disposable detected issues identified.